Manufacturer narrative:
Follow up information received on 27-aug-2015, on 08-sep-2015 and on 16-sep-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # FDA-2014-n-0736-0775, awareness date 27-aug-2015). The consumer wanted an alternative to hormonal birth control. On (B)(6) 2008 she had essure inserted, during the procedure she was awake and had intense pain; she passed out and her sats (oxygen saturation) dropped. She was awaked with oxygen on her face. She reported having made calls to her doctor because she was having constant nausea and pain all day with shooting pains down her left leg at night. She was taking 600mg of motrin during the day and oxycodone at night; she would awake in the morning feeling horrible and had a hard time getting up and functioning all day. She was on pain medication for ten days after essure was implanted. On (B)(6) 2009, she had hsg (hysterosalpingogram) performed and was told everything was correctly placed. In the summer of 2010, her periods started to get increasingly heavy; she was missing work because of her periods. Frequently, she could not get up off the bathroom floor because she had lost so much blood, she was heaving through, she could not leave the house for 7 days, and she was having fainting spells during the period. Her first call to the physician to report the problem was in (B)(6) 2010. She had an ultrasound done which revealed possible endometrial polyp. She was diagnosed with menorrhagia. In (B)(6) 2011, she had sis (saline infusion sonohysterography) for further evaluation of menorrhagia. A prominent c-section scar was noted in the lower uterine segment of the cavity aspect of the uterus, the physician discussed performing an endometrial ablation but decided against it because of the extreme thinness of the myometrium of the area of the scar, the physician was uncomfortable with the safety of the heat being applied at that close proximity to the bladder. He discussed other forms of trying to control the periods and she did not want to put anything else inside in her uterus or take any medication with hormones. He prescribed lysteda 650mg 2 pills p. O. Tid during her period. They also discussed the option of a hysterectomy. In (B)(6) 2011, she had enough and elected to have a partial hysterectomy performed over the summer while she was not working. She was scheduled the hysterectomy for (B)(6) 2011. She reported it horrible experience she had extreme sickness and bad reactions to the pain medication. The pathology report stated that her right and left fallopian tubes were "not present" and also, there was no mention of the essure device. She made several calls to the doctor because she was still vomiting and having headaches. On (B)(6) 2011, her husband called the physician because she was having a full-blown migraine, dizziness, nausea, vomiting blurred vision and photophobia. She was admitted to the ER and given lortab and was seen by a doctor and discharged home. She had made repeated calls to the doctor's office due to pain and she had a follow-up appointment on (B)(6) 2011. In (B)(6) 2013, she met her physician about her concerns of essure he was still stating that she was his only patient with that had issues with essure. In (B)(6) 2014, she had an x-ray of pelvis and lower abdomen which revealed nothing. She her doctor to inquire about the devices and he dismissed her concerns about where they were and possible movement if they were not removed in surgery. Therefore, she called the pathology department and was told, if they were in the uterus/fallopian tubes they would had been documented. She also had a CT scan performed to check for coils or fragments and none were found. Essure caused her severe pain and major surgery; she stated essure also caused emotional stress and financial strain. Company causality comment: this non-medically confirmed, solicited case report refers to a female consumer who had debilitating bleeding (periods started to get increasingly heavy; she had lost so much blood) after essure (fallopian tube occlusion insert) insertion. Additionally, she stated the baby (regarded as pregnancy with essure) has been threatened by an essure coil that was free in the uterus. She was submitted to a hysterectomy 2.5 years after essure placement. These events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer had a uterine polyp; which is one of the most common etiologies of abnormal genital bleeding and could be an alternative explanation for her event. Nevertheless, considering the positive temporal relationship between consumer's menstrual changes and essure therapy; causality with the suspect insert cannot be excluded. Regarding the remaining events; consumer initially reported a baby was threatened by an expelled essure coil; but limited information was provided and no pregnancy was reported upon a detailed events description during follow-up. She also reported both essure coils were in correct place at control hsg and later, essure coil was neither mentioned in pathology report after hysterectomy nor was found at CT scan after this surgery (interpreted as a device expulsion). Although the exact mechanism of these events is unclear; given their nature causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, since this is a social media case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information received on 26-sep-2015: consumer stated that her uterus has adhesions and cysts. There were no essure coils. Company causality comment: this non-medically confirmed, solicited case report refers to a female consumer who had debilitating bleeding (periods started to get increasingly heavy; she had lost so much blood) after essure (fallopian tube occlusion insert) insertion. Additionally, she stated the baby (regarded as pregnancy with essure) has been threatened by an essure coil that was free in the uterus. She was submitted to a hysterectomy 2.5 years after essure placement. These events are listed in the reference safety information for essure. The first event is serious due to its medical importance and the others are non-serious. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer had a uterine polyp; which is one of the most common etiologies of abnormal genital bleeding and could be an alternative explanation for her event. Nevertheless, considering the positive temporal relationship between consumer's menstrual changes and essure therapy; causality with the suspect insert cannot be excluded. Regarding the remaining events; consumer initially reported a baby was threatened by an expelled essure coil; but limited information was provided and no pregnancy was reported upon a detailed events description during follow-up. She also reported both essure coils were in correct place at control hsg and later, essure coil was neither mentioned in pathology report after hysterectomy nor was found at CT scan after this surgery (interpreted as a device expulsion). Although the exact mechanism of these events is unclear; given their nature causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, since this is a social media case.

Event description:
This is a solicited case report received from a consumer in united states on (B)(6)-2014 which refers to a female consumer of unspecified age who was involved in a active online listening, study number: (B)(4) and experienced horrible issues and partial hysterectomy. Study description: essure® generic active online listening. No information given on consumer's history, past drugs and concurrent conditions. It was not reported whether the consumer received any concomitant medication. In (B)(6)-2008 the consumer had essure (fallopian tube occlusion insert) inserted for birth control. On an unspecified date the consumer experienced horrible issues. In (B)(6)-2011 the consumer had a partial hysterectomy done. Reporter causality: the relationship between the events and essure is not reported. Follow up information received on (B)(6)-2014. This information was transferred from case (B)(4), after internal review on (B)(4)-2014. Additional information was received on (B)(4)-2014. Consumer stated that the baby was been threatened by an essure coil that was free in the uterus. She also stated again that a hysterectomy was performed but no further information was provided. Follow-up information received on (B)(6)-2014 it was reported that she had essure in 2008 and had horrid side effects. In 2011 she had a hysterectomy. Follow up information from (B)(6)-2014: ptc (product technical complaint) result was received. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated failure mode. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in (B)(4), design fmea for (B)(4). Medical assessment: this ptc was initiated due to a lack of drug effect. Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality defect per se. In this particular case, also expulsion was reported which may have increased the risk of pregnancy. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up (B)(6) 2014: follow up information received from the consumer via social media. Consumer reported that she had essure implanted in (B)(6).2008, had debilitating bleeding, and partial hysterectomy in (B)(6).2011. No further information was provided. Follow-up information received on (B)(6)-2015: no new clinical information provided. Follow-up information received on (B)(6)-2015: consumer stated via social media that she had a hysterectomy because of essure. Case upgraded to incident. Company causality comment: this non-medically confirmed, solicited case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced debilitating bleeding. Additionally, she became pregnant with the device and essure coil was found free in her uterus. She was submitted to a partial hysterectomy 2.5 years after essure placement. All reported events are listed in the reference safety information for essure. Pregnancy and coil that free in the uterus (assumed as device expulsion) are non-serious, while the remaining events were considered serious due to medical importance. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). Additionally, if device expulsion occurs during essure therapy, its contraceptive efficacy may be compromised. In this particular case, it is unknown if the reported device expulsion preceded pregnancy or vice-versa; nevertheless given these events nature, causality with the suspect insert cannot be excluded. Regarding the remaining events, limited information was provided. It is unclear if the hysterectomy was related to consumer's bleeding or to essure expulsion, and no alternative explanations were reported. Although the reason for the hysterectomy was unknown; since consumer related this surgery to essure, company considers a causal relationship with the suspect insert cannot be excluded. This case, initially regarded as non-incident, was amended to incident upon receipt of follow-up information (consumer stated her hysterectomy was because of essure). A product technical analysis was performed and concluded there is no reason to suspect quality defect of the product. No active follow-up will be pursued, since this is a social media case.